Event description:
It was reported that the patient was intubated after a ¿witnessed arrest¿. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited failure to capture, and oversensing causing inappropriate mode switch. No intervention was performed.